Event description:
It was reported that the device's batteries were failing in battery well #1 and #2. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): the customer indicated that the ac power adapter was replaced; however, the batteries were still failing. Physio-control explained the repair rates. The biomed will discuss these rates with the end user. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.